Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing. Information provided to the leica field support specialist (fss) by telephone indicates that during the manual reagent replacement process, a user erroneously affirmed in the instrument software that the default concentration of 100% was to be set when the reagent in the bottle involved was actually 70%. The complainant reported that following the incorrect user action when replacing the reagent, the tissue samples from multiple processing runs were "not processed well". On (B)(4) 2014, leica biosystems received information from the laboratory that all tissue samples exhibiting sub-optimal processing were diagnosable.

Manufacturer narrative:
Bottle 5 (ethanol) was removed from the instrument software for 5 seconds and the properties of the corresponding reagent station were reset in response to information displayed in associated with an error code. Resetting the reagent station set the concentration to the default value of 100% configured in the reagent types definitions, and reset the number of cassettes and the number of cycles and days to zero. However, as this period is insufficient to complete manual replacement of the reagent, the actual concentration of the ethanol in bottle 5 remained unchanged at 68.4% because the reagent had not been replaced. Bottle 5 was used in the final dehydration step of the three(3) protocols from which sub-optimal tissue processing was reported. The minimum final regent concentration for ethanol is (B)(4). The consequence of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of the reagents used in the subsequent processing steps ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of the three(3) affected protocols. Specifically, the user failed to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris 11 user manual.